Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749 device evaluation could not be performed because the affected device was discarded at the user facility and not returned. Lot history review revealed no anomaly relating to the reported case. No other similar product experience report was received from this lot. As the affected device was not returned, the cause of this event could not be identified. Based on the obtained information and referring to known similar events, it was presumed that tensile stress generated with catheter manipulation might have been locally applied on the tip of the caravel microcatheter while the catheter tip was trapped due to anatomical condition and heavily calcified lesion. Consequently, the catheter tip was torn off. It was concluded that this event was not attributed to the product quality. Additional treatment by stenting was considered an adverse patient effect and the reported fragment left in patient anatomy was considered a permanent impairment. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [contraindications] ~ do not use this microcatheter in advanced calcified lesion. [Warnings] ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) ~ this microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunctions and adverse effects] 1) malfunctions ~ separation

Event description:
It was reported that an asahi caravel microcatheter was used for a percutaneous coronary intervention (pci) to treat a heavily calcified and moderately tortuous chronic total occlusion (cto) in the left anterior descending artery (lad). The tip of the caravel microcatheter was detached in the calcified lesion. The attempt to remove the tip fragment with a snare was unsuccessful. A stent was deployed to embed the fragment and the fragment was remained in the patient's anatomy. The procedure was completed and the patient was discharged. It was informed that there was no adverse patient effect associated with this event.